Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported by affiliate via phone that during an unknown procedure, the motor of a fms tornado micro handpiece with buttons was jammed and did not turn. Per operational and diagnostic, the reported failure was confirmed. During evaluation, a short circuit was found in the motor and the values of the keypad are out of range, therefore, both were replaced. The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the electrical short can be attributed to internal electrical deficiencies / defective components. For the keypad values, a possible root cause could be associated to lack of a periodic calibration. However, this cannot be conclusive determined as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during an unknown procedure, the motor of a fms tornado micro handpiece with buttons was jammed and did not turn. A replacement device was used to complete procedure. No surgical delay or patient consequences reported.